Event description:
It was reported that this cardiac resynchronization therapy defibrillators (crt-d) was explanted due to an infection. No additional adverse patient effects were reported. This device will not be return.